Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. The device was then permanently converted to an acls (training) unit. Physio-control further examined the removed ui pcb assembly and confirmed that it was the cause of the reported issue; however, further component level cause could not be determined.

Event description:
The customer had previously sent their device to physio-control as part of a trade-in program. There were no reports of any issues with the device prior to its return to physio-control. Upon evaluation of the customer¿s device, physio-control observed that when it was powered on, that it had a white display and could not complete the boot-up cycle. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported event.